Event description:
It was reported that a malfunction alarm occurred, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Reportedly, the customer received a third party assistance from their mother, who delivered a correction bolus via pump. The customer reverted to an alternate method of insulin therapy.